Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. The product investigation could not identify a root cause for the reported complaint. The lens was not returned. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter was the patient. They indicated blurry vision. Stated facility said vision had improved form 20/40 to 20/25. Second opinion feels patient is not adapting. Implanting surgeon is treating for des (dry eye syndrome) in hopes this will clear up vision and if not, will do an explant in the future. Information was provided that the company lens, 23.0 diopter (add power +2.2/+3.2) was replaced with an unknown monofocal lens. The exchange from a multifocal lens to a monofocal lens may indicate the new lens was an improved choice for the patient visual needs. The file will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, the lens was explanted with patient reason as blurred vision, can not adjust to multifocal and clinical reason as mechanical complications of intraocular lens. The lens was exchanged for monofocal lens 03 months 06 days following the initial procedure. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that patient had cataract surgery with intraocular lens (iol) implant procedure 16 days ago. She had blurry vision immediately like looking through a piece of plastic. 1 day post-operative and 1 week post-operative had no noticeable change to her, but the office staff said her vision went from 20/40 to 20/25. It has been 16 days and surgeon states eye is lined up and cannot see anything wrong with lens. Surgeon had to put her on some artificial tears and wants to see her back later this month for her 1 month check and reassured her that her vision will continue to improve, surgeon also said that she is welcome to get another opinion if that will help her.

Event description:
Additional information was received, patient was still not seeing well and had sought out a 2nd opinion to another surgeon. The surgeon had suggested an explant sooner rather than later and does not think it was related to dry eyes. The implanting surgeon was treating her for dry eye syndrome in hopes this will clear up vision and if not, the lens will be explanted in the distant future.

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).